Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The account alleges that when the device is plugged into the wall outlet, an arcing condition appears at the wall outlet. There were no injuries reported as a result of this issue.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 370 mg/dl, 261 mg/dl, 205 mg/dl, and 172 mg/dl. Customer took lantus after obtaining the reported results; he states he took a slightly lower dose of lantus because of the result of 172 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.